Event description:
It was reported that the pt had an allergic reaction to her implantable neurostimulator (ins). The pt experienced pain and a rash at the ins site. Cultures were done but results are unk. It was noted that the ins was explanted and the pt has been sent to an allergist for f/u. Additional info has been requested, but was not available as of the date of this report. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).